Event description:
It was reported that the touchscreen display on the cardiosave intra-aortic balloon pump (iabp) was not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue, and advised that could not clear the message or calibration screen. To fix the issue the fse replaced the touch screen panel and then completed calibration of the touch screen without issues. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, e1-(site country), g3, g6, g7, h2, h4, h6(type of investigation, investigation findings, investigation conclusions),h10.